Manufacturer narrative:
No complaint was received with the return of the lead. Failure event observed during analysis. As received, a complete lead was returned in two pieces. Analysis found, three internal insulation abrasions at 11.1 cm to 11.5 cm, 18.0 cm to 19.0 cm and 30.7 cm to 32.2 cm from the distal tip. Two located between the shock coils with one breaching the ring electrode cable lumen and one breaching the right ventricle cable lumen. The third internal insulation abrasion was located proximal to the superior vena cava shock coil breaching the right ventricle cable lumen. There was no damage noted to the etfe cable coating in any abrasion zone.

Event description:
This report is to advise of an event observed during analysis.